Manufacturer narrative:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The cause of death was not provided. No additional details were provided. The dreamstation st30 was returned to the manufacturer service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The customer complaint was not addressed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The cause of death was not provided. No additional details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.